Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. One day after event onset, the patient was hospitalized for the event. Treatment was not reported. Physioneal therapy was ongoing. The patient was discharged nine days after hospital admission and was recovered from the peritonitis. No additional information is available.